Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer replaced the therapy cable from their inventory as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a paramedic, contacted physio-control to report that when the patient was initially connected to their device their rhythm was visible on the monitor, however shortly thereafter the rhythm disappeared to dashed lines. The paramedic reassessed the pads to ensure there was proper contact to the patient and re-plugged the pads back into the device with the same result. A backup device was obtained and the original pads attached to the patient were connected to their device and the rhythm appeared on the monitor. The patient, an adult male in his mid-(B)(6) did not survive the event. The paramedic reported the patient was not initially in a shockable rhythm and never was for the duration of the event.